Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported intermittent therapy. The patient reported that they had pain around the implant site the last couple of months. Occasionally when sitting or laying down, the patient would have stimulation sensation in their tailbone or buttocks. It was reported that the patient feels these sensations when the implant was off. The patient reported that they had to bend backward to get full stimulation sensation. It was reported that the patient had complex regional pain syndrome (crps) on their right hand and left foot. A physician was planning on getting another stimulation system for the patient's neck and it was reported that the issue was not related to their current spinal cord stimulator (scs). It was reported that the physician wanted to revise the patient's implant to make the pocket bigger. The patient thinks the issue was due to muscle build up on top of the implant. A physician did a ganglion block a few months ago and the patient wasn't sure if that affected their system. It was reported that there was no trauma or falls that were reported to be related to the issue. Relevant medical history includes non-malignant pain. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.